Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign material in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the bending section cover identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. As to reprocessing procedure of cyf-vh, there are description in the [cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual]. Olympus will continue to monitor field performance for this device.